Event description:
Olympus was informed that three pts had reportedly experienced either an upset stomach or diarrhea approx 48-72 hours following a procedure. Olympus was also initially informed that a hospital endoscope technician might have inadvertently used an incorrect cleaning solution during the reprocessing of the endoscopes. One pt was said to have been prescribed antibiotics, and the other two were reportedly prescribed over-the-counter medications. The pts were all said to be doing well.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 0.3 months. On 10/02/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to mitral regurgation. It was also noted by the surgeon that there was perivalvular leak.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.